Event description:
Please see section h11 for device image investigation.

Manufacturer narrative:
Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions ¿ the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not re-sterilize and/or reuse the device. Reuse and/or re-sterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or re-sterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Procedure/medical information review: twenty radiographic images are submitted for review, embedded in a word file. Other images are submitted as well, but they are duplicates of the ones in the word file. Picture1: 3d angio of right mca aneurysm, view from the top. Two width measurements: 10 and 7.1 mm. Picture2: 3d angio of right mca aneurysm, view from the side. Three measurements: height 7.0 mm, width 8.5 mm, neck 4.5 mm. Picture3: unsubtracted right ica dsa with contrast. Dac at the ica terminus. Via catheter at neck of medium sized mca aneurysm. Two measurements: height 7.84 mm, width 7.91 mm. Picture4: working projection right ica/mca roadmap with contrast. Via at neck of aneurysm, web partially opened (¿flowered¿). Dac tip at level of ophthalmic artery. Picture5: working projection right ica/mca roadmap with contrast. Via at neck of aneurysm, web partially opened (¿flowered¿). Red arrow points at slight ¿crimp¿ at proximal inferior surface of the web. Picture6: single shot unsubtracted working projection radiograph centered over right skull base, no contrast. The red arrow points to the same ¿crimp¿ on web as described in picture 5. Picture7: working projection right ica/mca roadmap with contrast. Via at neck of aneurysm, web partially opened (¿flowered¿). Red arrow points at slightly different ¿crimp¿ at proximal inferior surface of the web. Picture8: same as picture 7. Picture9: same as picture 8, but ¿crimp¿ is more prominent, and the web has a modified hourglass appearance. Picture10: same as picture 9, but unsubtracted, no contrast. Deformed web is well seen. Picture11: single shot unsubtracted working projection radiograph centered over right skull base, no contrast. Partially deployed web now has a normal ¿flowered¿ appearance. Picture12: single shot unsubtracted working projection radiograph centered over right skull base, no contrast. Partially deployed web is now ¿plastered/flattened¿ at the dome of the aneurysm. Picture13: same as picture12, but web more deformed. Picture14: same as picture13, but web more deformed, now has a clear hourglass shape. The entire web is out of the via, which has been pushed back or withdrawn to the mid m1 mca. Picture15: unsubtracted right ica dsa with contrast. The deformed web has not been detached and is entirely within the aneurysm. There is poor contact with the aneurysm wall. Via has been removed. Picture16: same as picture15 but subtracted. Picture17: unsubtracted right ica dsa with contrast. Coil loops are seen in the aneurysm, in addition to the web. Picture18: same as picture 17, but more coils are seen in the aneurysm. The packing density is still loose. Picture19: whole head unsubtracted lateral dsa with contrast. The web + coils are seen in the aneurysm. Picture20: same a picture 19 but subtracted. Normal flow in distal branches. These images do not explain why the web deployed the way it did. Investigation conclusion: the physical device was not available for evaluation; however, a single image of the device in vitro and twenty radiographic images were provided for review. The in vitro image shows the web fully deployed outside the patient. No anomaly with the opening of the web can be observed in this image. However, the radiographic images do show the web deformed with poor contact with the aneurysm wall as described in the reported event. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
As reported for an aneurysm of the right middle cerebral branch. The average width of the aneurysm was 8.55mm, the minimum height was 7.0mm, and the neck was 4.5mm. The procedure plan was discussed before procedure. Considering the shape of the aneurysm and the daughter tumor on the side of the top of the tumor, the long-term compression problem was worried, so web sl 10-8 was selected to complete the treatment of the aneurysm. Imaging roadmap after the middle catheter was in place. The catheter was shaped into a small bend and reaches no more than 1/2 of the height of the aneurysm. Examination and testing outside the patient showed that the web device was intact. Smooth delivery of the web 10-8, head end opened well. Lower edge of web opened poorly. After repeated adjustments, the web still could not be opened, and the web could only be pushed into the aneurysm for detached. The angiography revealed a significant amount of residual arterial aneurysm, so the physician decided to use coil embolization to remedy the situation; however, could not be fully embolized. The web proximal mark point had a tendency to herniate towards the parent artery after releasing multiple coils. Angiography showed that there was contrast agent retention in the aneurysm, the aneurysm sub-tumor was not visualized, and there was residue within the aneurysm. The physician stopped the procedure. After procedure, the patient was observed in ICU for several days, no new bleeding was found, the patient was conscious, the blood pressure was controlled, and the observation was continued in the general ward. After observation in ICU for 5 days, the patient was transferred to the general ward and was temporarily stable.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and is not available for return; however, customer supplied images were provided to the manufacturer for evaluation, and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.